Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the electrode was missing after sensor removal. It was not known if electrode was still in the customer's body.

Manufacturer narrative:
(B)(4) inspected one opened/used enlite sensor and found sensor retracted inside sensor and broken. Unable to confirm that the customer received the sensor damaged due to the product being returned opened/used.